Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the ins was not recharging properly and when they put the ins recharger (insr) antenna over it, they cannot get a full charge and it was not doing it correctly. The patient further stated sometimes the coupling boxes are empty and sometimes they can get them to be shaded. They stated they ¿cannot get the contact and states they can sit for 2 hours and it will not do it¿ referring to coupling issues. The patient confirmed no changes or additions to settings. On the call the patient was getting 4 bars but they jumped without them moving. The patient confirmed they have tried turning the antenna dial in all four directions. The patient was unable to do antenna locate because of the position of the ins on their back and stated it was not implanted in a good place. The patient then noted that when they had back surgery they were told that ¿two clips are loose or something¿. The patient states the implant kind of moves around when they have to make contact with it. The patient was redirected to their healthcare professional (hcp) if the replacement antenna and adhesive discs do not resolve the issue. No further patient complications were reported as a result of this event.